Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual evaluation of the returned product found foreign debris and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event (foreign debris) is the operator not following the work instructions provided. The root cause of the reported event (white foam debris) can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.